Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during low anterior resection, upon colon resection, there was poor staple formation. Stapler was not able to fire all staples completely that the staple line was incomplete in proximal. Another competitive stapler was used for resection.